Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the left ventricular (lv) lead exhibited a high pacing threshold. The lv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A partial lead distal portion was returned in one piece. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.